Event description:
It was reported to philips that system was not starting up and stuck at 00:00 the device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up and stuck at 00:00. Upon troubleshooting fse found that there was an issue with flex vision pc os software. To resolve this issue, reinstalled the operating system and application software and reset the flex vision settings. The system was returned to use in good working order. The codes were updated based on the investigation outcome.